Event description:
Boston scientific (bsc) crm received info that this dextrus right ventricular lead was exhibiting undersensing at this two week f/u visit. The lead was found to be dislodged. Therefore, a lead revision was performed.

Event description:
Caller reported blood glucose results of 404 mg/dl, 253 mg/dl, 196 mg/dl, and 122 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.